Manufacturer narrative:
For 1 of the 2 reported events, the customer biomedical engineer and ge healthcare technical support troubleshot the reported event. It was recommended to replace the sensor interface board. For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. (B)(4).

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced increase in pressure. 1 event was reported for an alarm for sustained patient airway pressure, 1 event was reported for a malfunction of the adjustable pressure limit valve causing sustained high pressure in the patient circuit. These reports were received from various sources. Of the 2 events, 1 did not involve a patient, 1 did involve a patient. No patient information was available.